Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-14279. It was reported that the patient presented for a scheduled right ventricular(rv) lead revision procedure for unknown reasons. During the procedure, the rv lead repositioning attempt failed as the helix would not extend. The lead was explanted and replaced. When connecting the new lead on the implantable cardioverter defibrillator, the device set screw would not tighten. The device was explanted and replaced. The patient condition was stable post-procedure. No additional information was reported.

Manufacturer narrative:
The reported event of set screw anomaly was confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis revealed the right ventricular set screw was dislodged and was the cause of the reported field event. The set screw anomaly was consistent with having occurred during the procedure.